Event description:
A confused patient was being monitored using a philips telemetry transporter device. Upon rounding on patient, the nurse noted that wireless device was off to the side lying on the bed and was very hot. The device was removed and inspected by bioengineering. One battery had "exploded" and a small plastic piece used to separate metal from metal had been dislodged. The patient was not harmed at all and the philips service department was contacted by the bioengineering manager.per philips manufacturer's service dept. Suspect the cleaning solution being used by the hospital (pdi sani cloth) is responsible for causing the plastic to weaken and break. Phillips to provide hospital with list of approved cleaning solutions.